Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 patient reported inserted a new sensor 4 times already and it keeps saying to wait for it to fix on its own. No product was provided for evaluation. Data was provided for investigation. Confirmation of the complaint was confirmed through connection loss on transmitter serial number (B)(4) via data. The probable cause could not be determined via data. No additional event or patient information is available. The reported event of sensor issue is reportable based on the findings of connection loss.